Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level exceeded 540 mg/dl. To address the high blood glucose level, the customer administered a correction bolus via the pump. Reportedly, the customer was using cold insulin in the cartridge. The customer was educated on the proper load techniques. Customer changed the infusion set and cartridge, and resumed insulin delivery without requiring third-party assistance.